Manufacturer narrative:
Additional information received indicated that patient presented to clinic asymptomatic with no ventricular pacing, an out of range lead impedance and a possible lead fracture on xray. The lead was reprogrammed unipolar until time of replacement when it was capped. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was an early bipolar failure and the lead was operating in unipolar configuration. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku